Event description:
Customer reported their precision xtra meter was not working because the calibrator and blister pack were missing. Customer reported experiencing symptoms of lightheadedness, itchiness, sweatiness and weakness. Customer reported going to the hosp where she was diagnosed with severe hyperglycemia and treated with an antibiotic and glucose. It is unk if customer also has any other underlying disease which required antibiotics treatment. In addition, the glucose treatment is inconsistent with her diagnosis, an investigation into the details is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.